Manufacturer narrative:
The device was returned to olympus and foreign matter resembling black rubber was found in the nozzle. This complaint is most likely the result of insufficient cleaning. During testing and inspection, the following was also found: the air/water tube is scratch and the water supply volume did not meet the standard value due to a scratch on the scope connector. Due to the wear of the angle wire, the play of the right/left and up/down knob was out of the standard value. Dent on the connector cover, the adhesive around the objective lens has wear, the light guide lens had a scratch, the adhesive around the light guide lends had wear, the adhesive on the bending section cover had a crack. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during maintenance they discovered a gap the lens. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign matter found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign matter in the nozzle).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a black rubbery foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it is unknown if there were any deviations from the instructions for use (IFU). The following information from the instructions for use (IFU) pertains to this event: instruction manual gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.